Event description:
It was reported that there was an infection. The patient was in the emergency room at the time of this report due to the infection. The patient was scheduled for an MRI of the brain but needed to check the device. The patient had the device implanted on (B)(6) 2014. Two weeks after device implant on (B)(6) 2014 the patient had started developing extensive complications. The patient had swelling in his brain where the lead was. It was noted that only one half of the brain had been completed for the deep brain stimulator and the patient was due to have the other side done on (B)(6) 2014. The patient was on intravenous (IV) steroids at the hospital and was still taking po steroids to help with the swelling. The patient was doing better. The patient had both an MRI and a computerized tomography (CT) scan of the brain while he was admitted to the hospital; he had stayed for 2.5 days. The patient was home and able to travel.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0my9w, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0my9w, implanted: (B)(6) 2014, product type: lead. (B)(4).